Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer stated that the insulin pump alarmed button error. The reported blood glucose reading was 347 mg/dl. The customer stated that he did not have a backup plan to treat his diabetes. The customer stated that he was going to the hosp. Nothing further was reported.